Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. The echo report and 3mensio imagery was provided by the facility and reviewed. The echo report revealed significant thv leaflet degeneration noted with leaflet thickening and motion abnormality (more significant with the post right leaflet). There's significant aortic valve gradient 60mmhg (after correcting for lvot gradient) with a mean gradient of 40mmhg. This patient also has a small ascending aorta measuring approximately 26mm on CT with porcelain aorta, which will cause significant pressure recovery phenomenon. The pressure recovery corrected gradient was significant, with a net gradient of 50mmhg. Of note, cannot rule out trace to mild paravalvular leak vs. Eccentric commissural regurgitation around 3 o'clock. The 3mensio imagery review revealed the original s3 23 is not fully expanded in the middle but has reached a good expansion at top and bottom. The early degeneration in the valve (if confirmed) is related to many reasons: young age of the patient, possible prosthesis mismatch (patient is over 200 pounds), calcified anatomy. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by imagery review. Based on the limited information provided, the root cause for the valve degeneration approximately 3 years 3 months post valve implant could not be confirmed, but may be related to patient's co-morbidities and/or progression of the pre-existing valvular disease process (young age of patient, calcified anatomy). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years 3 months post implant of a 23mm sapien 3 (s3) valve implanted in the aortic position via transfemoral approach, the patient presents syncope. A tte performed revealed intra-valvular aortic insufficiency (ai) with stenosis. The patient was anticoagulated with heparin. A tee was performed two days later showed resolution of the intra-valvular ai, however, elevated gradients remain, with velocities around 4.1 m/s. Upon an internal edwards review of images provided, it was observed that the original s3 valve was not fully expanded in the middle but had reached a good expansion at top and bottom of the frame. The early degeneration in the valve was likely related to the age of the patient, possible prosthesis mismatch, and a calcified anatomy. Review of the echo report revealed significant thv leaflet degeneration noted with leaflet thickening and motion abnormality (more significant with the post right leaflet). There's a significant aov gradient of 60mmhg (after correcting for lvot gradient) with a mean of 40mmhg. The patient also has a small ascending aorta measuring 26mm on CT with porcelain ao which will cause significant pressure recovery phenomenon. Per the latest report, it was decided to not proceed with a valve in valve procedure and will undergo surgery instead.